Event description:
The customer reported that insulin from the reservoir leaked past the o-ring and into the reservoir compartment. The customer was experiencing high and low blood glucose for the past three days. The caller believes that her high and lows were contributing to hormones. The customer mentioned that she was pregnant. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.